Event description:
According to the reporter, in a thorascopic pneumothorax procedure, during the right upper lobe pulmonary resection, the device was fired al the way to the tip. The last confirmation was performed using one push but there was more twitching than usual. The tip moved left and right while firing. An air leak also occurred. The staple line was reinforced using a reinforcement material. The stapler worked normally with the subsequent reloads used.

Manufacturer narrative:
D10 concomitant product: sigtrsb45amt 45mm med thk reinforced rel (lot#: unknown); unk-sigadapt, unknown signia egia adapter (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3, d10, g3, h3, h6 d10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the reload could be seen in the tissue cavity. The reinforcement material appeared properly attached to the reload. A grasping instrument was used to pull tissue between the reload jaws. The jaws were clamped, and the grasping instrument released the tissue. The reload began to articulate and the reload articulated in the opposite direction. The jaws were opened. Staples and the reinforcement material were applied to the staple line. The distal cartridge suture appeared to properly release. Blood could be seen on the stapled tissue in the reload jaws. Tissue appeared stuck to the reload. The distal anvil suture could not be examined. It was reported that there was issue with articulating or straightening during firing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.